Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2013-08165. It was reported that catheter entrapment on the guide wire occurred. After the 182cm choice pt guide wire crossed the target lesion, the 2.00mm x 20mm emerge balloon catheter was advanced over the guide wire however the device was stuck on the guide wire. When the physician tried to remove the balloon catheter, it ended up being stuck on the guide wire the whole time. Both the 182cm choice pt guide wire and the 2.00mm x 20mm emerge balloon catheter were removed together. The procedure was completed using another of the same device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The proximal section of the wire was returned with a emerge device , as part of overall visual revision. The visual inspection was performed and the proximal section was returned (fractured). The proximal section of the wire was received inside the balloon. The wire was removed from the balloon and presented body kinked at 2.2cm, 37.5cm and at 37.7cm approx. From the proximal end. All the outer diameter (od) taken were compared and all of them are according specifications. The returned device was sent for external analysis (mtac lab) to determine the fracture failure mode. The mtac lab returned the following results: wire sample presented at least three areas of bending. Final failure site presented evidence of bending/tension overload. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-08165. It was reported that catheter entrapment on the guide wire occurred. After the 182cm choice pt guide wire crossed the target lesion, the 2.00mm x 20mm emerge balloon catheter was advanced over the guide wire however the device was stuck on the guide wire. When the physician tried to remove the balloon catheter, it ended up being stuck on the guide wire the whole time. Both the 182cm choice pt guide wire and the 2.00mm x 20mm emerge balloon catheter were removed together. The procedure was completed using another of the same device. No patient complications were reported and the patient status is fine.